Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the insulation was pulled from the alligator clips on both the ventricular clips and the negative atrial clip. However it was further noted that a pin was bent in the plug, there was writing on the plug stress relief and the cable failed a resistance test.

Event description:
It was reported the outer insulation was out of the crimping. The cable was returned. It was analyzed and tested out of specification. There was no patient involvement.